Event description:
The reporter contacted animas on (B)(4) 2013 reporting that the up, down and ok buttons were intermittently unresponsive and required multiple hard presses to elicit a response. The reporter stated that the keypad was intact and no known moisture to the pump. The patient reportedly wore the pump attached to a belt and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad symbols were worn and the keypad was torn at the ok button. All of the keys were intermittently unresponsive and required several hard presses to elicit a response. Evaluation revealed there was contamination under all button contacts. Unrelated to the complaint, the display screen was found to be scratched.